Event description:
It was reported that during a ptca procedure, the balloon would not fully deflate. The balloon was deflated enough for removal without incident. No pt injuries or complications occurred. It should be noted that this single use device was resterilized.